Event description:
It was reported that during an unknown procedure, the device was fired. However, not all the staples formed correclty over the vessel, and consequently had to be suture closed to stop the bleeding. The gun was fired again in the same procedure with another cartridge and worked fine. The cartridge sent back with the device is the one which did not fire correctly. There was no adverse patient consequence.